Event description:
Ous MDR - it was reported that the patient, after an implantation time of 14 months, received inappropriate shocks. Manipulation at the pocket was able to reproduce interference signals, therefore there is suspicion of abrasion at the ICD housing or at the sleeve. Aside from the inappropriate shock deliveries, no other worsening of the patient's state of health was reported.

Manufacturer narrative:
During lead analysis it was found that the lead body insulation was damaged approximately 22 cm distal to the is-1 connector pin. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to position of the bent lead body. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.